Event description:
It was reported that a lead alert triggered due to the right ventricular (rv) lead sensing noise and short interval counts (sic). Also the rv pacing impedance had an excursion up to about 750 ohms from its baseline of 500 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 407652 implantable pacing lead (B)(6) 2010. (B)(4).